Manufacturer narrative:
H6: updated patient codes . H6: updated device code. H6: updated conclusion codes . H6: health effect impact code:f26: no health consequences or impact. Previous patient code (1994) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span january 13, 2010 through june 19, 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from january 14, 2010 through november 1, 2011; from november 3, 2011 through may 10, 2017 were not provided. Patient information: medical history: morbid obesity. Gastroesophageal reflux disease [gerd]. Prior surgical procedures: appendectomy [unknown date]. Cesarean section x5 [unknown dates]. Implant preoperative complaints: (B)(6) 2010: [the patient is a] ¿43-year-old female who has developed the ventral incisional hernia after 5 c-sections. She has a bulge noted in her left abdomen and this has been increasing in size and is causing significant discomfort with tenderness. She desires to have this repaired. She has a CT scan preoperatively, which demonstrates small bowel in the defect, but no evidence of incarceration either clinically or by imaging.¿ implant procedure: laparoscopic ventral incisional hernia repair with 8 x 10 cm dualmesh. Implant: gore® dualmesh® biomaterial (06694716/1dlmc02) 8 x 12 cm. Implant date: (B)(6) 2010. Description of hernia being treated: ¿a small stab incision was made in the left upper quadrant at palmer's point and veress needle was inserted. Placement was confirmed with a water-drop test. Pneumoperitoneum was then induced. A second incision was made near placement of the veress needle and a 5-mm port was placed at this point. The camera was inserted and confirmed placement in the abdominal cavity and the veress needle was visualized prior to removal. There was no evidence of damage from insertion. The abdominal cavity was [sic] and there was noted to be some adhesions of omentum up into the hernia sac, but no bowel was noted. These were taken down sharply and electrocautery was used as needed to achieve hemostasis via a 5-mm port in the left lower quadrant and a 11-mm port in the left periumbilical region laterally. The defect was noted to be in the midline even though her hernia sac and is to the left of midline.¿ implant size and fixation: ¿this was measured and appropriate mesh of 8 x 10 cm was selected, 6-0 tycron [sic] sutures were placed in the mesh and tied with the tails left long prior to insertion into the abdominal cavity. The mesh was then inserted into the abdominal cavity and rolled out on top of the bowel. After orienting the mesh properly and spinal needle was utilized initially to identify accurate placement of incisions for the sutures. Once the desired angle insertion was determined, a small stab incision was made at the skin and the suture passer placed through the abdominal wall and the 0 tycron [sic] suture was placed in the suture passer. This was retracted up back through the abdominal wall. The other end of the suture was also passed in a similar fashion and this was continued for fixed points of the suture, stretching the mesh around the defect to achieve a 2 cm overlap the sutures were then tied and there was noted to be adequate coverage of the defect pneumoperitoneum was then reduced while visualizing the mesh and there was no wrinkling of the mesh noted or collapse of the mesh with reduction of pneumoperitoneum. The pneumoperitoneum was then reduced entirely and the ports were removed. The skin was reapproximated with 4-0 polysorb in a buried subcuticular fashion and both the port sites as well as the stab incisions for the sutures. Local anesthetic was infiltrated around the suture sites for postoperative comfort and 13 milliliters of 0.5% marcaine were utilized. Steristrips were placed after cleaning the area and sterile dressings were applied.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2011: laparoscopic recurrent ventral incisional hernia repair. ¿a small 2-mm left upper quadrant incision was placed on a previously noted scar. This was dissected then with a hemostat, down to the fascia and a veress needle was passed through this. Position was confirmed with aspiration and saline irrigation. The gas was then hooked up to the veress and the abdomen was insufflated. Once 14-15 mmhg was reached, an 11-mm incision was made in the left flank area using the visiport access to the intra-abdominal cavity was obtained. Another two 5-mm incisions were made on the left lateral side of the abdomen. Another two left-sided 5-mm incisions were placed in the left abdomen through which 5-mm ports were placed, this was all done under direct visualization. Immediately upon entry to the abdominal cavity, the patient was noted to have multiple adhesions to the abdominal wall coming from her previous hernia repair using a maryland and a grasper. The hernia contents were reduced back into the peritoneal cavity. Bleeding was stopped with electrocautery when encountered. Once the hernia edges were well visualized, a ruler was then inserted to measure the hernia defect, this was measured at about 5 cm in diameter. Using digital pressure of the abdominal wall with 1:1 maneuver, the skin was marked where about the circumference of the mesh would be placed. We then decided to utilize a 9-cm circular parietex. This was first prepared on the table with interrupted u-type stitches with 0 tycron [sic]. This was placed in the 6 quadrants of the mesh in a star-shaped manner. The mesh was then introduced through the 11-mm port and the sutures were correctly spread out. Small counterincisions were made on the skin of about 2 mm in length through which the gore suture passer was then passed and the individual sutures were passed through. This was repeated 6 times to allow for all 6 previously inserted sutures to pass through the skin. This was done in a way to keep the mesh tense. Once finished, the mesh seemed to be in the correct position and well spread out. There were no gaps identified. There was no bleeding seen. The ports were then removed under direct visualization. The port incisions were closed with 4-0 polysorb. The rest of the incisions through which the sutures were placed was closed with steri- strips.¿ records indicate a non-gore device was implanted during the (B)(6) 2011 procedure. Explant preoperative complaints: (B)(6) 2017: ¿patient here for a recurrent incisional hernia. She has had this since (B)(6) of 2016. Reports having multiple c sections followed by at least 2 separate hernia repairs. Does not strain or lift. No problems with urination or constipation.¿ [abdomen:] ¿soft, non-tender, morbidly obese. Bowel sounds to left abdomen. No organomegaly. Healed incision with large hernia in lower midline extending to left abdomen. ¿ ¿impression: 1. Recurrent incisional hernia. 2. Morbid (severe) obesity due to excess calories. Plan: for repair of recurrent incisional hernia with mesh.¿ (B)(6) 2017: ¿patient is status post laparoscopic hernia repair with mesh x2 by different surgeons. Patient noted to be morbidly obese, but has an obvious large incarcerated hernia in the lower abdomen extending to the suprapubic area.¿ explant procedure: repair of recurrent incarcerated incisional hernia with mesh, parietex 12 cm diameter mesh. Excision of torn hernia mesh x2. Explant date: (B)(6) 2017. ¿after infiltrating the skin with 0.5% marcaine, a 12 cm incision was made from just below the umbilicus down to the suprapubic area. Incision was carried down through a large amount of subcutaneous fat, but in the midline, a flimsy hernial sac was encountered. This was dissected from the surrounding tissue down to the fascial defect. The hernial sac was opened. This revealed a large amount of incarcerated omentum. Further dissection revealed a discrete tear in the lower midline associated with a torn hernia mesh above it. Using careful sharp dissection, the torn hernia mesh in the upper portion of the defect was excised, freeing the omentum which allowed it to be reduced into the abdominal cavity. Further dissection revealed 2 separate pieces of mesh; one was polypropylene, the other one was gore-tex mesh. Using traction, the mesh was brought to the midline and using sharp dissection, both meshes were excised off the abdominal wall and sent off the field as a specimen. Final measurement of the defect showed it to be approximately 8 cm in diameter. Decision was made to repair this with an underlay of a 12 cm parietex mesh. This was secured to the overlying abdominal wall using interrupted #1 pds suture, placed a 1 cm apart around the entire circumference of the wound. With the mesh in place, the midline fascia was able to be closed without tension using running #1 pds suture x2. The subcutaneous wound was inspected. Meticulous hemostasis was achieved. Through a separate stab incision in the right lower abdomen, a 3/16 round jackson-pratt drain was placed into the subcutaneous pocket and secured to the skin with a 2-0 nylon suture. Dermis of the incision was closed with interrupted 2-0 vicryl suture. Skin was closed with a running 4-0 monocryl subcuticular suture. Dermabond was placed on the wound.¿ relevant medical information: (B)(6) 2007: pathology: ¿the specimen consist of a fibro e branous [sic] sac-like structure with soft tissue easuring [sic] 7.8 x 6.3 x 2.7 c [sic]. There are additional pieces of tissue and synthetic esh [sic] aterial [sic] easuring in aggregate 14.3 x 7.3 x 1.7 c [sic].¿ conclusions: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Review of the manufacturing records verified that the lot met all pre-release specifications.

Manufacturer narrative:
A4: added patient weight. B5: corrected event description. B7: added medical history. H6: code 3191 (no code available) is being used for "torn mesh". H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6)2010 indicate the patient underwent ¿laparoscopic ventral incisional hernia repair with 8 x 10 cm dualmesh.¿ the records indicate the patient a ¿43-year-old female who has developed the ventral incisional hernia after 5 c-sections. She has a bulge noted in her left abdomen and this has been increasing in size and is causing significant discomfort with tenderness. She desires to have this repaired. She has a CT scan preoperatively, which demonstrates small bowel in the defect, but no evidence of incarceration either clinically or by imaging.¿ the (B)(6) 2010 operative records state: ¿a small stab incision was made in the left upper quadrant at palmer's point and veress needle was inserted. Placement was confirmed with a water-drop test. Pneumoperitoneum was then induced. A second incision was made near placement of the veress needle and a 5-mm port was placed at this point. The camera was inserted and confirmed placement in the abdominal cavity and the veress needle was visualized prior to removal. There was no evidence of damage from insertion. The abdominal cavity was__ [sic] and there was noted to be some adhesions of omentum up into the hernia sac, but no bowel was noted.¿ the (B)(6) 2010 operative records continue: ¿these were taken down sharply and electrocautery was used as needed to achieve hemostasis via a 5-mm port in the left lower quadrant and a 11-mm port in the left periumbilical region laterally. The defect was noted to be in the midline even though her hernia sac and is to the left of midline. This was measured and appropriate mesh of 8 x 10 cm was selected, 6-0 tycron sutures were placed in the mesh and tied with the tails left long prior to insertion into the abdominal cavity. The mesh was then inserted into the abdominal cavity and rolled out on top of the bowel. After orienting the mesh properly and spinal needle was utilized initially to identify accurate placement of incisions for the sutures. Once the desired angle insertion was determined, a small stab incision was made at the skin and the suture passer placed through the abdominal wall and the 0 tycron suture was placed in the suture passer. This was retracted up back through the abdominal wall.¿ the (B)(6) 2010 operative records state: ¿the other end of the suture was also passed in a similar fashion and this was continued for fixed points of the suture, stretching the mesh around the defect to achieve a 2 cm overlap the sutures were then tied and there was noted to be adequate coverage of the defect pneumoperitoneum was then reduced while visualizing the mesh and there was no wrinkling of the mesh noted or collapse of the mesh with reduction of pneumoperltoneum. The pneumoperitoneum was then reduced entirely and the ports were removed. The skin was reapproximated with 4-0 potysorb in a buried subcuticularfashion and both the port sites as well as the stab incisions for the sutures. Local anesthetic was infiltrated around the suture sites for postoperative comfort and 13 milliliters of 0.5% marcaine were utilized. Ster~strips were placed after cleaning the area and sterile dressings were applied. All sponge, needle and instrument counts were reported as correct.¿ records between (B)(6) 2010 and (B)(6) 2011 were not provided. Operative records dated (B)(6) 2011 indicate the patient underwent laparoscopic recurrent ventral incisional hernia repair. ¿a small 2-mm left upper quadrant incision was placed on a previously noted scar. This was dissected then with a hemostat, down to the fascia and a veress needle was passed through this. Position was confirmed with aspiration and saline irrigation. The gas was then hooked up to the veress and the abdomen was insufflated. Once 14-15 mmhg was reached, an 11-mm incision was made in the left flank area using the visiport access to the intra-abdominal cavity was obtained.¿ the (B)(6) 2011 operative records state: ¿another two 5-mm incisions were made on the left lateral side of the abdomen. Another two left-sided 5-mm incisions were placed in the left abdomen through which 5-mm ports were placed, this was all done under direct visualization. Immediately upon entry to the abdominal cavity, the patient was noted to have multiple adhesions to the abdominal wall coming from her previous hernia repair using a maryland and a grasper.¿ the (B)(6) 2011 operative records continue: ¿the hernia contents were reduced back into the peritoneal cavity. Bleeding was stopped with electrocautery when encountered. Once the hernia edges were well visualized, a ruler was then inserted to measure the hernia defect, this was measured at about 5 cm in diameter. Using digital pressure of the abdominal wall with 1:1 maneuver, the skin was marked where about the circumference of the mesh would be placed. We then decided to utilize a 9-cm circular parietex. This was first prepared on the table with interrupted u-type stitches with o tycron. This was placed in the 6 quadrants of the mesh in a star-shaped manner.¿ the (B)(6) 2011 operative records state: ¿the mesh was then introduced through the 11-mm port and the sutures were correctly spread out. Small counterincisions were made on the skin of about 2 mm in length through which the gore suture passer was then passed and the individual sutures were passed through. This was repeated 6 times to allow for all 6 previously inserted sutures to pass through the skin. This was done in a way to keep the mesh tense. Once finished, the mesh seemed to be in the correct position and well spread out. There were no gaps identified. There was no bleeding seen. The ports were then removed under direct visualization. The port incisions were closed with 4-0 polysorb. The rest of the incisions through which the sutures were placed was closed with steri- strips.¿ the records indicate a non-gore device (parietex) was implanted during the procedure. Records between (B)(6) 2011and (B)(6) 2017 were not provided. History and physical records dated (B)(6) 2017state: ¿patient here for a recurrent incisional hernia. She has had this since (B)(6) 2016. Reports having multiple c sections followed by at least 2 separate hernia repairs. Does not strain or lift. No problems with urination or constipation.¿ abdominal exam notes state: ¿soft, non-tender, morbidly obese. Bowel sounds to left abdomen. No organomegaly. Healed incision with large hernia in lower midline extending to left abdomen. ¿ ¿impression: 1. Recurrent incisional hernia. 2. Morbid (severe) obesity due to excess calories. Plan: for repair of recurrent incisional hernia with mesh.¿ operative report dated (B)(6) 2017 indicate the patient underwent a ¿1. Repair of recurrent incarcerated incisional hernia with mesh, parletex 12 cm diameter mesh. 2.excision of torn hernia mesh x2.¿ postoperative diagnosis states: ¿recurrent incarcerated incisional hernia with morbid obesity.¿ the (B)(6) 2017 operative records state: patient is status post laparoscopic hernia repair with mesh x2 by different surgeons. Patient noted to be morbidly obese, but has an obvious large incarcerated hernia in the lower abdomen extending to the suprapubic area. After infiltrating the skin with 0.5% marcaine, a 12 cm incision was made from just below the umbilicus down to the suprapubic area. Incision was carried down through a large amount of subcutaneous fat, but in the midline, a flimsy hernial sac was encountered. This was dissected from the surrounding tissue down to the fascial defect. The hernial sac was opened.¿ the (B)(6) 2017 operative records continue: ¿this revealed a large amount of incarcerated omentum. Further dissection revealed a discrete tear in the lower midline associated with a torn hernia mesh above it. Using careful sharp dissection, the torn hernia mesh in the upper portion of the defect was excised, freeing the omentum which allowed it to be reduced into the abdominal cavity. Further dissection revealed 2 separate pieces of mesh; one was polypropylene, the other one was gore-tex mesh . Using traction, the mesh was brought to the midline and using sharp dissection, both meshes were excised off the abdominal wall and sent off the field as a specimen. Final measurement of the defect showed it to be approximately 8 cm in diameter.¿ the (B)(6) 2017operative records state: ¿decision was made to repair this with an underlay of a 12 cm parietex mesh. This was secured to the overlying abdominal wall using interrupted #1 pds suture, placed a 1 cm apart around the entire circumference of the wound. With the mesh in place, the midline fascia was able to be closed without tension using running #1 pds suture x2. The subcutaneous wound was inspected. Meticulous hemostasis was achieved. Through a separate stab incision in the right lower abdomen, a 3/16 round jackson-pratt drain was placed into the subcutaneous pocket and secured to the skin with a 2-0 nylon suture. Dermis of the incision was closed with interrupted 2-0 vicryl suture. Skin was closed with a running 4-0 monocryl subcuticular suture. Dermabond was placed on the wound.¿ pathology records dated (B)(6) 2017 regarding a specimen collected (B)(6) 2017 indicate: ¿source description: hernia sac.¿ ¿gross examination: the specimen consist of a fibro e branous [sic] sac-like structure with soft tissue easuring [sic] 7.8 x 6.3 x 2.7 c [sic]. There are additional pieces of tissue and synthetic esh [sic] aterial [sic] easuring in aggregate 14.3 x 7.3 x 1.7 c [sic].¿ microscopic examination states ¿sections of la inated [sic] dense connective tissue with esothelial coli lining are present. Attached adipose tissue is unremarkable. No atypia nor alignancy [sic] is seen.¿ there is no mention of a ¿torn mesh¿ in the pathology records. History and physical records dated (B)(6) 2017 state: ¿this is a 50 y old female who underwent recurrent incisional hernia with mesh and excision of torn hernias meshes x 2 on (B)(6) 2017. Doing well abd: wound cdi. Hernia reduced. Drain removed. No straining for 2 months.¿ ¿presents today for incisional hernia with mesh. She has no pain just some discomfort. She has a good appetite. She has a bm daily that is formed. She has no nausea nor vomiting.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2010, whereby a gore® dualmesh® biomaterial was implanted.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2010, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, torn mesh, pain, additional surgery. Additional event specific information and medical records have been requested.

Manufacturer narrative:
H6: health effect impact code:f26: no health consequences or impact previous patient code (1994) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span january 13, 2010 through june 19, 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from january 14, 2010 through november 1, 2011; from november 3, 2011 through may 10, 2017 were not provided. Patient information: medical history: morbid obesity and gastroesophageal reflux disease [gerd]. Prior surgical procedures: appendectomy [unknown date] and cesarean section x5 [unknown dates]. Implant preoperative complaints: (B)(6) 2010: [the patient is a] ¿43-year-old female who has developed the ventral incisional hernia after 5 c-sections. She has a bulge noted in her left abdomen and this has been increasing in size and is causing significant discomfort with tenderness. She desires to have this repaired. She has a CT scan preoperatively, which demonstrates small bowel in the defect, but no evidence of incarceration either clinically or by imaging.¿ implant procedure: laparoscopic ventral incisional hernia repair with 8 x 10 cm dualmesh. Implant: gore® dualmesh® biomaterial (06694716/1dlmc02) 8 x 12 cm. Implant date: (B)(6) 2010. Description of hernia being treated: ¿a small stab incision was made in the left upper quadrant at palmer's point and veress needle was inserted. Placement was confirmed with a water-drop test. Pneumoperitoneum was then induced. A second incision was made near placement of the veress needle and a 5-mm port was placed at this point. The camera was inserted and confirmed placement in the abdominal cavity and the veress needle was visualized prior to removal. There was no evidence of damage from insertion. The abdominal cavity was__ [sic] and there was noted to be some adhesions of omentum up into the hernia sac, but no bowel was noted. These were taken down sharply and electrocautery was used as needed to achieve hemostasis via a 5-mm port in the left lower quadrant and a 11-mm port in the left periumbilical region laterally. The defect was noted to be in the midline even though her hernia sac and is to the left of midline.¿ implant size and fixation: ¿this was measured and appropriate mesh of 8 x 10 cm was selected, 6-0 tycron [sic] sutures were placed in the mesh and tied with the tails left long prior to insertion into the abdominal cavity. The mesh was then inserted into the abdominal cavity and rolled out on top of the bowel. After orienting the mesh properly and spinal needle was utilized initially to identify accurate placement of incisions for the sutures. Once the desired angle insertion was determined, a small stab incision was made at the skin and the suture passer placed through the abdominal wall and the 0 tycron [sic] suture was placed in the suture passer. This was retracted up back through the abdominal wall. The other end of the suture was also passed in a similar fashion and this was continued for fixed points of the suture, stretching the mesh around the defect to achieve a 2 cm overlap the sutures were then tied and there was noted to be adequate coverage of the defect pneumoperitoneum was then reduced while visualizing the mesh and there was no wrinkling of the mesh noted or collapse of the mesh with reduction of pneumoperitoneum. The pneumoperitoneum was then reduced entirely and the ports were removed. The skin was reapproximated with 4-0 polysorb in a buried subcuticular fashion and both the port sites as well as the stab incisions for the sutures. Local anesthetic was infiltrated around the suture sites for postoperative comfort and 13 milliliters of 0.5% marcaine were utilized. Steristrips were placed after cleaning the area and sterile dressings were applied.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2011: laparoscopic recurrent ventral incisional hernia repair. ¿a small 2-mm left upper quadrant incision was placed on a previously noted scar. This was dissected then with a hemostat, down to the fascia and a veress needle was passed through this. Position was confirmed with aspiration and saline irrigation. The gas was then hooked up to the veress and the abdomen was insufflated. Once 14-15 mmhg was reached, an 11-mm incision was made in the left flank area using the visiport access to the intra-abdominal cavity was obtained. Another two 5-mm incisions were made on the left lateral side of the abdomen. Another two left-sided 5-mm incisions were placed in the left abdomen through which 5-mm ports were placed, this was all done under direct visualization. Immediately upon entry to the abdominal cavity, the patient was noted to have multiple adhesions to the abdominal wall coming from her previous hernia repair using a maryland and a grasper. The hernia contents were reduced back into the peritoneal cavity. Bleeding was stopped with electrocautery when encountered. Once the hernia edges were well visualized, a ruler was then inserted to measure the hernia defect, this was measured at about 5 cm in diameter. Using digital pressure of the abdominal wall with 1:1 maneuver, the skin was marked where about the circumference of the mesh would be placed. We then decided to utilize a 9-cm circular parietex. This was first prepared on the table with interrupted u-type stitches with 0 tycron [sic]. This was placed in the 6 quadrants of the mesh in a star-shaped manner. The mesh was then introduced through the 11-mm port and the sutures were correctly spread out. Small counterincisions were made on the skin of about 2 mm in length through which the gore suture passer was then passed and the individual sutures were passed through. This was repeated 6 times to allow for all 6 previously inserted sutures to pass through the skin. This was done in a way to keep the mesh tense. Once finished, the mesh seemed to be in the correct position and well spread out. There were no gaps identified. There was no bleeding seen. The ports were then removed under direct visualization. The port incisions were closed with 4-0 polysorb. The rest of the incisions through which the sutures were placed was closed with steri- strips.¿ records indicate a non-gore device was implanted during the (B)(6) 2011 procedure. Explant preoperative complaints: (B)(6) 2017: ¿patient here for a recurrent incisional hernia. She has had this since (B)(6) of 2016. Reports having multiple c sections followed by at least 2 separate hernia repairs. Does not strain or lift. No problems with urination or constipation.¿ [abdomen:] ¿soft, non-tender, morbidly obese. Bowel sounds to left abdomen. No organomegaly. Healed incision with large hernia in lower midline extending to left abdomen. ¿ ¿impression: 1. Recurrent incisional hernia. 2. Morbid (severe) obesity due to excess calories. Plan: for repair of recurrent incisional hernia with mesh.¿ (B)(6) 2017: ¿patient is status post laparoscopic hernia repair with mesh x2 by different surgeons. Patient noted to be morbidly obese, but has an obvious large incarcerated hernia in the lower abdomen extending to the suprapubic area.¿ explant procedure: repair of recurrent incarcerated incisional hernia with mesh, parietex 12 cm diameter mesh. Excision of torn hernia mesh x2. Explant date: (B)(6) 2017. ¿after infiltrating the skin with 0.5% marcaine, a 12 cm incision was made from just below the umbilicus down to the suprapubic area. Incision was carried down through a large amount of subcutaneous fat, but in the midline, a flimsy hernial sac was encountered. This was dissected from the surrounding tissue down to the fascial defect. The hernial sac was opened. This revealed a large amount of incarcerated omentum. Further dissection revealed a discrete tear in the lower midline associated with a torn hernia mesh above it. Using careful sharp dissection, the torn hernia mesh in the upper portion of the defect was excised, freeing the omentum which allowed it to be reduced into the abdominal cavity. Further dissection revealed 2 separate pieces of mesh; one was polypropylene, the other one was gore-tex mesh. Using traction, the mesh was brought to the midline and using sharp dissection, both meshes were excised off the abdominal wall and sent off the field as a specimen. Final measurement of the defect showed it to be approximately 8 cm in diameter. Decision was made to repair this with an underlay of a 12 cm parietex mesh. This was secured to the overlying abdominal wall using interrupted #1 pds suture, placed a 1 cm apart around the entire circumference of the wound. With the mesh in place, the midline fascia was able to be closed without tension using running #1 pds suture x2. The subcutaneous wound was inspected. Meticulous hemostasis was achieved. Through a separate stab incision in the right lower abdomen, a 3/16 round jackson-pratt drain was placed into the subcutaneous pocket and secured to the skin with a 2-0 nylon suture. Dermis of the incision was closed with interrupted 2-0 vicryl suture. Skin was closed with a running 4-0 monocryl subcuticular suture. Dermabond was placed on the wound.¿ relevant medical information: (B)(6) 2007: pathology: ¿the specimen consist of a fibro e branous [sic] sac-like structure with soft tissue easuring [sic] 7.8 x 6.3 x 2.7 c [sic]. There are additional pieces of tissue and synthetic esh [sic] aterial [sic] easuring in aggregate 14.3 x 7.3 x 1.7 c [sic].¿ conclusions: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.